Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from a health care provider (hcp) via a manufacturer representative (rep). Indicated, that in regards to the pump flipping, the patient did mention losing weight, since the initial implant. The cause of the infection was not determined. And the rep was not aware if antibiotics were administered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at 0.800 mg) via an implantable pump for unknown indications for use. It was reported that the patient's pump was flipping, and scheduled pocket revision on 2024-09-05. Once the healthcare provider (hcp) opened the pocket where pump was located, noticed there was an area that was infected. No troubleshooting performed. Action/intervention: the hcp replaced the pump along with the pump segment. Outcome: the issue was resolved. The patient weight and medical history were unknown. The patient was alive and no injury.